Manufacturer narrative:
Additional investigation found a shorted transistor in the power supply resulting in no ac power.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation where the issue was duplicated and verified. The device was unable to power up utilizing ac or dc power. The cause of the reported issue was determined to be due to faulty power supply. The power supply was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.